Event description:
Customer reported via phone call that the insulin pump alarmed no delivery, motor error and compromised force sensor system during rewind. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. The drive support cap is protruded. Blood glucose value was 237 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.